Manufacturer narrative:
(B)(4): results: the actual returned device shows a fracture at the end of the attachment area. During visual inspection under a light-microscope, several instrument marks were found at this area and at the needle tip which indicate that the needle was handled there. The breakpoint shows no material or manufacturing defects. Conclusion: the device info for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders." This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00538. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a vaginal hysterectomy on (B)(6)2010. During the procedure, the needle broke. The needle pieces were found by ultrasound and were removed during the same procedure. There was no adverse consequence to the pt.